Manufacturer narrative:
Literature citation: chang r, reid b, mcgeoch p, et al. Targeted multinodal thalamic deep brain stimulation for epilepsy: a retrospective case series. Epileptic disord. Oct 2025;27(5):976-987. We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported via a literature article titled targeted multinodal thalamic deep brain stimulation for epilepsy: a retrospective case series that a post operative wound infection occurred. This retrospective single-center case series evaluated dbs (deep brain stimulation) of multiple thalamic nuclei in 10 patients with medically refractory epilepsy. Patients (five males, five females, mean age 29.7 years) had long-standing epilepsy (mean duration 20.8 years), and seven patients had developmental delay. Four boston scientific dbs leads (model not reported) were implanted into paired bilateral thalamic targets: either 1) anterior nucleus of the thalamus (ant) plus centromedian nucleus (cm) or 2) ant plus pulvinar (plv), based on the individual seizure network characteristics. Leads were connected to a vercise genus r32 ipg. There were no intraoperative complications or device-related complications. Only one patient had a postoperative complication. On postoperative day 12, the patient developed drainage from the right frontal cranial wound at the dbs incision site and required subsequent operative administration of rinses and antibiotics. This subject had a history of developmental delay and might not have fully protected the wound. Over a mean follow-up of 12.4 months 9 of 10 patients experienced clinically meaningful reduction in seizure frequency, including two who became seizure-free. No patients showed a worsening of seizures.